Manufacturer narrative:
Concomitant medical product: 5076-45 lead, implanted: (B)(6) 2001. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead alerted for high defibrillation impedance. The lead has also historically exhibited variable impedance. A lead issue is not suspected because of patient fluid shifts and optival tracings are also variable. The lead remains in use and it was recommended that the lead be monitored and the impedance alert limit be increased. No patient complications have been reported as a result of this event.